Manufacturer narrative:
The company rep examined the system and could not replicate the reported event. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that the system presented different measurements during the diagnostic testing. The testing was completed with no harm to the pt.